Event description:
The patient felt no stimulation sensation; prior to this, the patient stated "everything was feeling good". The stimulator was reprogrammed, which rectified the no stimulation sensation; however, the stimulation was not covering the patient's pain area and she had severe abdominal cramps which seemed to dissipate when the stimulation was shut off; show stated the stimulation felt like it was "wrapping around her rib cage". She stated the stimulation had been in the wrong location since the stimulator was replaced; she included that the stimulator was also turning on and/or off since implant. The stimulator was reprogrammed multiple times. It was determined that the lead was disconnected from the electrode. The lead was replaced, but was still causing the patient unpleasant sensations, so it was repositioned and tested and found to be working much better.